Manufacturer narrative:
(Critical open book alarm) open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.

Event description:
Customer reported via phone call that insulin pump had critical pump error. Customer blood glucose level at the time of incident was 7.5 mmol/l. Customer states that pump started beeping and was not stop. The insulin pump will be returned for analysis.